Manufacturer narrative:
Failure analysis confirmed the insulin pump was received with no button response due to moisture damage on electronic assembly. Moisture damage was found on motor assembly. No vibration or audio/beep anomaly noted during testing. The insulin pump was received with scratched lcd window, cracked case near display window corners, cracked on bottom left corner at lcd window, cracked reservoir tube lip, cracked reservoir tube near reservoir tube window and cracked on battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's friend reported via phone call that the insulin pump had moisture damage. The customer's blood glucose reading was 257 mg/dl. Friend stated the insulin pump was exposed to moisture; perspiration. She stated the insulin pump vibrates without an alarm. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.